Manufacturer narrative:
The device was returned due to performance issue. Final analysis found telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions all normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to a performance issue. No further information was provided.